Event description:
It was reported that the patient¿s implantable neurostimulator (ins) rubbed against her bone after she was implanted. The patient eventually had the ins moved a year later due to continued pain from the ins rubbing. It was noted that the pain felt like a ¿hot poker.¿ it was mentioned that the patient had nerve damage. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported, the stimulator felt hot and like it was pressing on something in her back. She said the stimulator was moving a little bit and making contact with something, and may have been pressing on something. The patient noted she was very thin and that her doctor said other patients have had issues; however, she did not have names, device info, or any specific information. If additional information is received, this event will be updated.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3 9565-30, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).